Event description:
It was reported that this right ventricular (rv) lead was explanted due to it been pulled back while extracting the atrial lead. This device was successfully replaced. No additional adverse patient effects were reported.